Event description:
It was reported that in 2024, an impedance warning for rvtip to rvcoil was noted on the right ventricular (rv) lead. On a current electrogram, showed a possible ventricular under-sensing. Patient has an left ventricular assist device (lvad). No further information was reported.

Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.